Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated with the motherboard. Further testing could not be performed due to the frozen display.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed and the alarm could not be cleared. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.